Manufacturer narrative:
Replaced lower absorber system to fix the reported issue. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 9/21/17 phone call, 9/25/17 phone call, 9/26/17 phone call and email. (B)(4).

Event description:
The hospital reported that, fico2 is high. There was no reported patient injury.